Manufacturer narrative:
The reported event of failure to connect was confirmed. The device voltage was above elective replacement indicator (eri). Analysis revealed the svc df-1 set screw was missing upon receipt. Device history record (DHR) indicates all device setscrews were installed during manufacturing. The set screw anomaly was consistent with having occurred during the procedure. Functional analysis performed after replacing set screw was found to be normal.

Event description:
During attempted implant, the lead could not be inserted in the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.